Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillation impedance varies between 60 and 120 ohms in 4 days since implant. Concomitant medical products: 6940-52 lead, implanted: 1999-(B)(6). (B)(4).

Event description:
It was reported, one day post device changeout, an alert was triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.